Event description:
A report was received stating that during &#39;prior to use&#39; testing, an endobronchial tube did not deflate as it was intended. There was no patient involvement. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The referenced endobronchial tube was returned and evaluated for the reported "cuff won't deflate" event. Visual examination of the returned device showed no anomalies. The bronchial and tracheal cuffs were both inflated and deflated three times without issue. The reported event was not duplicated.